Event description:
Patient's meter would only prompt error 2. Medical affairs specialist spoke with patient and obtained additional information. Patient had been unable to test their blood glucose level for 5 days. They had maintained their diabetes medication (glyburide) througout the 5 days. They had been feeling very tired, thirsty, and experiencing a "cotton mouth" sensation. Patient explained that all they felt like was doing was sleeping. They decided to go to the ER on their own. The ER obtained a "416 mg/dl" on their meter. Patient was administered 10 units of insulin and released the same day. Patient explained that their meter is now working, however when the customer service repersentative walked them through troubleshooting the meter would only prompt error 2. According to the owner's manual, the error 2 message may occur if the test strip has been altered, exposed to air, or has passed its expiration date. Patient explained that using the same test strips and meter they were able to obtain a reading of "342 mg/dl" this morning. Due to possible user error, the patient did suffer an adverse event during the time they were unable to test. The medical affairs specialist replaced patient's test strips.